Event description:
On (B)(6) 2013, customer states via phone that during a cystoscopy with ureteroscopy adn stone extraction (right) on a (B)(6) male pt the fluoro failed. The physician was able to finish the case by using the rad shots. No pt injury.

Manufacturer narrative:
This complaint was opened when customer reported the system again was not able to give fluoro. Tech support at that time advised a field service engineer (fse) visit the site to investigate. On 08/07 f/u call, customer (who had not made request for fse) stated their own tech repaired the foot pedal and it had been working since that time. No further info was given to tech support.